Manufacturer narrative:
The t:flex user guide states: your t:flex pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a valid auto-off safety alarm occurred after the customer did not interact with the pump. Blood glucose was between 54-500 mg/dl. Tandem technical support educated the customer about the auto-off alarm.